Manufacturer narrative:
A specific root cause could not be identified based on the provided information. Further investigations of the sample were not possible as there was no remaining volume of the sample left for testing. Given the different setups of all assays, the antibodies used and the variances in reference methods, differences in values may occur when comparing assays from different vendors. In addition, it needs to be taken into account that the values of all thyroid parameters vary in function of age, gender, and other population characteristics. The difference in values for the ft3 and tsh parameters, for the runs at customer site and during the investigation with roche analyzers, may have been caused by variances in the calibration runs that supported the generation of these values. The positioning of all the ft3 and tsh values, versus the normal reference ranges of the assays, is the same. A disclaimer in product labeling for the ft3 assay indicates that binding protein anomalies as seen with fdh (familial dysalbuminemic hyperthyroxinemia) can alter the binding behavior of thyroid hormones. In turn, this can lead to results that deviate from the expected results.

Event description:
The customer reported that they received questionable results for one patient sample tested for thyrotropin (tsh), free triiodothyronine (ft3), and free thyroxine (ft4). Of the three tests, the sample was found to have erroneous results for ft3 and tsh. It was asked, but the date of the event is not known. This medwatch will cover ft3. Refer to the medwatch with patient identifier (B)(6) for information referring to tsh. The sample was initially tested at the customer site on an unknown roche analyzer. During investigations, the patient sample was tested on an e170 analyzer and a centaur analyzer on (B)(6) 2015. It was asked, but it is not known which patient results, if any, were reported outside of the laboratory. The investigation results were provided to the customer. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The analyzer model and serial number used at the customer site were asked for, but not provided. The e170 analyzer used for investigation purposes was serial number (B)(4). The ft3 reagent lot number used on this analyzer was 180221, with an expiration date of 01/31/2016.

Manufacturer narrative:
This event occurred in (B)(6).